Manufacturer narrative:
(B)(4) combined report. X-rays, operative notes, patient medical history and an update on the patient post revision was requested, however, this information could not be provided. The appropriate device details were provided, and the relevant device manufacturing and sterilization records have been identified and reviewed. Review of these records revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event. The sterilization method and sterile barrier system used to package trinity dual mobility and taperfit devices have a long history of safe and effective use at corin for a wide range of orthopaedic devices. Infection is a known complication with any invasive surgery. Based on the available information, no further investigation can be conducted and the root cause of the infection could not be determined. Therefore, this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity dual mobility / taperfit revision of all components after approximately 1 year and 10 months due to infection.